Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed. (B)(4): outer insulation breached esc, all conductors blood/body fluid (not obstructed), outer insulation cosmetic esc and depression. Proximal segment returned and analyzed.